Manufacturer narrative:
This report is being supplemented to provide information regarding this event, refer to b5.

Event description:
The device was not used in a procedure/on a patient after it tested positive. To date, the customer has not provided any test results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results were not shared and because the subject device was not returned for evaluation, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the loaner colonovideoscope failed the customer¿s ¿microtesting¿. The sampling occurred during preparation for use and the device was not used. There were no reports of patient harm associated with this event.